Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisted the caller in doing so, and confirmed that the malfunction code did not recur after resetting. The customer was advised to continue using the pump.